Manufacturer narrative:
The third party service agent evaluated the device and verified the reported issue.  The system pcb assembly will be replaced and once proper device operation is observed through functional and performance testing, the device will be returned to the customer for use.   The device was not returned to physio-control for evaluation.

Manufacturer narrative:
The third party service agent returned the removed user interface (ui) pcb assembly to physio-control for evaluation.   Physio-control further examined the removed ui pcb assembly and confirmed that it was the cause of the reported issue; however, further component level cause could not be determined.

Manufacturer narrative:
(B)(4). The third party service agent evaluated the device and verified the reported issue.  The system pcb assembly will be replaced and once proper device operation is observed through functional and performance testing, the device will be returned to the customer for use.   The device was not returned to physio-control for evaluation. (B)(4).

Event description:
It was reported to physio-control that the customer's device would only cycle through the start up screen and continued in that loop and would not complete a boot up cycle.  There was no patient use associated with the event.